Event description:
Additional information revealed surgical intervention was undertaken and both leads were explanted and replaced. Reportedly, the patient is now receiving effective therapy.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. One lead was placed at l5 and one lead was placed at l3. It was reported the patient suffered a fall and subsequently experienced ineffective therapy to the right lower leg. The lead placed at l5 was found to have migrated. Surgical intervention may take place at a later date.